Event description:
It was reported that during an implant attempt of an epicardial implantable cardioverter defibrillator (ICD) system in a single ventricle patient subcutaneous (sub q) coil to sub q coil defibrillation threshold (dft) testing did not work. A different type of lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).